Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue with the mps console during use. He reported that during recirculation mode the console would pop the vent valve and give the "max pressure" alarm. The report did not state at what point in the procedure the alleged issue occurred. The report stated that they reprimed the console , went back into recirculation mode for about 10 minutes, and were then able to use the console with no issues. The procedure was completed with no patient complications reported. The console was returned to the manufacturer for evaluation.